Manufacturer narrative:
(B)(4). Upon follow up it was reported by the nurse, the patient experienced a breach in aseptic technique which resulted in peritonitis while performing peritoneal dialysis therapy. The breach in aseptic technique was further described as ¿wrong hand washing technique¿. On the same day as the event onset, the patient started treatment with intraperitoneal cefazolin (2 g per day) and intraperitoneal gentamicin (80 mg per day) for peritonitis. Five days later, the cefazolin and gentamicin were discontinued. The following day, the patient started treatment with intraperitoneal tienam (2 g per day) and intraperitoneal selemycin (250 mg per day) for peritonitis. Twenty days after the event onset, the tienam and selemycin were discontinued and the patient was discharged from the hospital. That same day, the patient was deemed recovered from the event. On an unreported date, the patient was retrained on proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis. The event was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized for bacterial peritonitis. The cause of the event was unknown. Treatment details and patient's recovery status were not reported. Dianeal therapy remained ongoing. No additional information is available.